Manufacturer narrative:
Analysis found that the device was overdischarged and permanently damaged. Concomitant medical products: product ID: 3550-29, lot# unknown, product type: accessory. Product ID: neu_wrench_acc, lot# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that he lost his equipment a few years ago and could not charge. By the time he found his equipment it was too late and he was not able to charge anymore. The patient stated his implantable neurostimulator (ins) had been off for at least 4 years. It was reviewed that the patient¿s ins was likely in overdischarge. The patient was redirected to their managing healthcare provider. The indication for implant was failed back surgery syndrome. The device was returned to the manufacturer without complaint on (B)(6) 2018. No further complications were reported.